Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Potential noise seen on homemonitoring. In office postural and isometric testing could not recreate noise but did reveal bipolar impedance of >2500 ohms. Lead will be monitored further and remains implanted. Should additional information be received, this file will be updated.